Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, lot #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-mar-2022, UDI#: (B)(4). Product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-apr-2022, UDI#: (B)(4). Device analysis has not been done yet. Another rr would be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturing representative (rep) regarding a trial patient with an external neurostimulator (ens). It was reported that the patient was having "vagiall" stimulation during advanced evaluation. She was also having very successful results; went from cathing every day to all self-voids. When she came in for her stage 2 on the day of the report, she reported that she stopped having the same results and went back to cathing two days prior. She also stated that she was feeling stimulation in her leg. Going through all four programs did not change where she felt it. The patient denied falling or hitting where the lead was placed. The lead was visualized on lateral view. It was identified to be in s3 with no evidence of moving. The patient was also tested for motor response which was found to be no bellows and significant foot. A new lead was placed. It was stated that the issue was resolved at the time. Additional information received indicated that the lead was placed after the initial lead that was used to advanced evaluation (ae) was removed. This lead was also removed due to a change in motor response/flouro imaging. Initial imaging showed that the lead was in good placement as well as motor response under 2.0 amps on all 4 electrodes. Once the stylet was removed the lead was completely different with no appropriate motor responses. This resulted in a different lead being placed for optimal results for the patient. New lead was placed, and the issue was resolved. No further complications were anticipated/reported. Therapeutic response, decreased presence of stimulation at undesired location complaint, ill-defined therapeutic effects, unexpected lead or extension or adaptor issue nerve stimulation, undesired serious adverse event, not life threatening\complete recovery and/or return to baseline product performance or reliability, therapy delivered to incorrect body area, therapy delivery to unintended site, insufficient information, other, conclusion not yet available, type of investigation not yet determined, results pending completion of investigation.

Manufacturer narrative:
(B)(4) if information is provided in the future, a supplemental report will be issued.